Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3886, lot# l98218, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that they had been experiencing shocking. The shocking sensation started in (B)(6) 2014 and as it got stronger and more frequent, the patient decided to have the healthcare provider (hcp) check it out. The hcp reportedly told the patient that their implantable neurostimulator (ins) was depleting. The ins was replaced due to battery depletion and the lead was determined to be okay because they were "getting a connection." A follow up report will be sent if additional information is received.